Event description:
The pt was found positioned between the upper right split siderail of the bed suspended by a vest restraint. The vest restraint remained tied to the bed. The pt's head was turned to the right & positioned between the upper siderail & the mattres. The pt was found without pulse or respiration.